Manufacturer narrative:
(B)(4). The insulin pump received with cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was 144 mg/dl. The customer reported that there was a crack on the front side of the case. The insulin pump will be returned for analysis.